Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on the same day, the patient was treated in the emergency room for low blood glucose (bg) of 27 mg/dl. The patient reportedly passed out and was treated with oral carbohydrates and glucagon injection(s). Upon review of the pump histories, it was determined that the patient had bolused 8 units of insulin on (B)(6) 2017 at 15:11 pm. The reporter noted that the patient had intended to bolus 0.8 units, not 8 units. No pump defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia associated with use error of the pump.